Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient underwent an endoscopic retrograde cholangiopancreatography on a couple of occasions but did not place their into surgery mode prior. In turn, the patient's ipg was deemed inoperable following the procedure due to it no longer being able to communicate with the patient's programmer device. The patient's ipg was able to be restored via troubleshooting.

Manufacturer narrative:
Corrected data: h9 (the fsca code listed on the initial report was listed in error) a review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.